Manufacturer narrative:
In an evaluation of the device, physio-control observed the device intermittently "lock up", the lcd blank and all three switch led indicators light. The osberved malfunction appeared only infrequently and root cause was most likely determined to be the defib pcb assembly. Other discrepancies observed were determined not to be related to the reported malfunction. The device was replaced by physio-control.

Event description:
Medics responded to a person condition unknown. The pt was connected to the device and, according to the rptr, the screen intermittently went blank. No adverse affects to the pt were reported as a result of the alleged malfunction.